Manufacturer narrative:
The end user returned the subject device to an olympus repair center, and the reported issue has been confirmed. During evaluation and inspection, a defective identification board and distal end a-rubber adhesive chipping were also found. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a ¿b30, scope communication error¿ error message from their endoeye flex deflectable videoscope. The reported phenomenon was discovered during inspection prior to use. No patient or user harm has been reported.

Event description:
Additional information was provided. The intended procedure was a therapeutic transoral videolaryngoscopic surgery (tovs). There was no delay and the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, information received from the customer (b3/b5), and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the events (b30 error and loss of scope ID information) were caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, or a system failure. Olympus will continue to monitor field performance for this device.